Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2002 and (B)(6) 2003 due to erosion of transvaginal tape.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2002 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh revision surgeries on (B)(6) 2002 and (B)(6) 2003. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.